Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had scope error (e315). The issue was found during preparation for a diagnostic colonoscopy procedure. The procedure was completed with another device after a delay of thirty minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely internal corrosion of the scope connector (which was observed during inspection) caused the suggested event. However, olympus could not specify the cause of the corrosion. The event can be detected by following the instructions for use, section 3.8 "inspection of the endoscopic system: inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.